Manufacturer narrative:
The reason for the consumer's hospitalization was unable to be confirmed. The consumer stated he had an infection, open draining sores and a uti. No medical records were received to confirm the reason for hospitalization. Investigation finding: a manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
On (B)(6) 2017, the consumer contacted us and stated that his depend fit flex underwear caused an irritation. During the first follow-up call on (B)(6) 2017 it appears the skin irritation resulted in an infection and hospitalization of the patient from (B)(6) 2017. The consumer was placed on an antibiotic. During the final follow up on (B)(6) 2017, the consumer stated his infection had healed and he was doing fine. There was also mention of a uti infection, but no diagnosis was confirmed.